Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a battery failure on channel a, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). A service history review revealed that this device has not previously been serviced for the reported condition. However, previous service on (B)(4) 2009 and (B)(4) 2006 reveal the batteries and battery harness were replaced. Also during service on (B)(4) 2004 and (B)(4) 2003 the batteries were replaced. Evaluation summary: the condition of a colleague infusion pump with battery failure was confirmed. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).